Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experienced a loss of consciousness however, was able to self-treat with candy and there was no third party medical intervention reported. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Product has been returned and investigation is pending at this time, a follow-up report will be submitted once additional information is obtained. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor was properly seated and no physical damage was observed on the sensor patch. The sensor was downloaded using approved software, sensor was found to be in state 5 (indicating normal termination). Visual inspection was performed on the sensor plug and a broken sensor snaps was observed. The broken snaps can cause poor connection between the rubber contacts and pcb (printed circuit board) contacts, and may cause the sensor plug to be unable to form a proper seal that can lead to liquid ingress onto the pcb. An extended investigation has been performed on the returned sensor plug and observed the broken snap caused improper seating of the sensor plug in the mount. Therefore, the issue is confirmed to a broken side snap. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that a sensor error message was received with the adc device. As a result, the customer experienced a loss of consciousness however, was able to self-treat with candy and there was no third party medical intervention reported. No further information was provided. There was no report of death or permanent injury associated with this event.